Manufacturer narrative:
The subject product was returned for evaluation. The white nd valve body plug is returned disconnected from the nd handle. No visual anomalies or damage were found on the threads of the nd trumpet valve or the white valve plug. The o-ring is present and in good condition. The plug was reattached to the sample by manual tightening. When attempting to loosen the plug, significant force was needed to break the seal. The cap did not fall out of the handle until it was significantly loosened manually and no longer engaging the threads, as would be expected. This portion of the nd handle is a removable piece to allow for use with different instrumentation and to allow use with preferred hand by the surgeon. No manufacturing anomalies were found. It is possible that the plug may have become inadvertently unscrewed during use. Based on the sample evaluation and investigation, there is no way to either verify or determine what caused the plug to become disconnected at the user facility. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2020.

Event description:
As reported, during a robotic partial nephrectomy procedure on (B)(6) 2021, the bard/davol hydrosurg plus w/ smokevac was used. It was reported that the white cap (plug) on the end of the trumpet valve was falling off during the procedure. As reported, the cap was fully secured and never unscrewed at any point before or during the procedure. The white cap was retrieved, the operating room staff used another device to complete the case. As reported, there was no patient injury.